Event description:
The customer contact reported inaccurate delivery. On an unspecified date and time, the device was specific programming parameters were provided. After an unspecified length of time, it was reported that the clinician noted when the patient pendant was pressed once the device delivered 50ml and another time the device delivered 0.5ml. No specific event details were provided. During testing at the user facility, the device passed testing for delivery accuracy. No add'l info was provided, including patient outcome, and if any medical interventions were required.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore; it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report is being made as part of a retrospective review. No further testing or investigation will be performed. This report represents all the info known by the reporter upon query by hospira personnel.